Event description:
The biomed reported it was discovered the device had no audible sound by the field service engineer during telemetry upgrade. The device was in clinical use at the time of the event. There was no reported patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported it was discovered the device had no audible sound by the field service engineer during telemetry upgrade. No patient involvement.